Event description:
The manufacturer received information alleging that patient has passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device does not return to the manufacturer.

Manufacturer narrative:
As per additional information received on 07/09/2024: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no faults or errors were found and device passed all testing. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.